Manufacturer narrative:
UDI not available as product was manufactured on or before 9/23/2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient received a vibratory alert for low pacing impedance on the atrial lead. Patient was brought in the clinic and the atrial lead had normal pacing impedance reading. Physician elected not to perform any intervention and to continue to monitor the lead. Patient was stable before, during, and after the clinic visit.